Event description:
Did not deploy properly, back up on hand to continue. It is unknown if anything remains in the patient unsupported.

Manufacturer narrative:
The returned device was evaluated and determined to be very bent. In addition, neither implants nor the suture are present indicating that they may have been deployed at some point. Based on the condition of the returned device, it is not possible to recreate the failure mode and a root cause is unable to be established. (B)(4).